Event description:
The complaint is reported as: "the anesthesiologist inserted the needle into the artery. While advancing the wire they met resistance about 3/4 of the way in. After some attempts at trouble shooting they pulled the whole device out and noticed the tip of the catheter was sheered. They tried to gain arterial access on the patient 5 additional times with different ra-04020's and the outcome was the same. They also mentioned they used ultrasound to scan the vessel for obstructions but nothing was found." The patient's condition is reported as fine. Additional information was requested, but was not available at the time of this report. It was reported damage was caused to the artery due to multiple attempts and surgery was required to repair the artery (captured in 9680794-2021-00097).

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the anesthesiologist inserted the needle into the artery. While advancing the wire they met resistance about 3/4 of the way in. After some attempts at trouble shooting they pulled the whole device out and noticed the tip of the catheter was sheered. They tried to gain arterial access on the patient 5 additional times with different (B)(4) and the outcome was the same. They also mentioned they used ultrasound to scan the vessel for obstructions but nothing was found." The patient's condition is reported as fine. Additional information was requested, but was not available at the time of this report. It was reported damage was caused to the artery due to multiple attempts and surgery was required to repair the artery (captured in 9 680794-2021-00097).